Manufacturer narrative:
(B)(4). It is unknown which screw fractured, was unable to be retrieved and was subsequently left in patient. Information for both g7 screws is listed. Part# 010000998 lot# 2982203 g7 screw 6.5mm x 25mm; part # 010000999 lot# 2982204 g7 screw 6.5mm x 30mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06447.

Event description:
It was reported patient¿s hip was revised approximately 8 months post implantation due to pain, discomfort, with supereolateral subluxation attributed to periprosthetic acetabular fracture and migration of acetabular component. Lack of boney ingrowth was noted. A fractured screw was unable to be retrieved and was left in patient. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.